Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The cause of the reported issue was isolated to the thereapy pcba, and replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpected powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. Also upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.